Event description:
On april 12, 2021, access bio received a complaint (physical letter) from FDA regarding a suspected false positive result from a rapid result covid test system. The complainant was tested twice using carestart sars-cov-2 antigen tests on (B)(6) 2021, and both tests gave positive results. On march 31, 2021, the complainant reported the case to FDA (report# mw5100445) describing the incident. The complainant shared receiving a false positive covid-19 antigen test result at a work event. The complainant believes that the testing media used in the carestart test was faulty or contaminated, or the test administrators performed the test improperly. They mishandled the testing equipment or made an error and contacted the wrong patient. The complainant further revealed that the false positive (incorrect) result caused severe emotional distress and loss of work/income for three days while waiting for new test results to come. Upon receipt of the complaint, access bio tried to reach the complainant to better understand the allegation for the investigation. April 13, 2021: sent an e-mail requesting more information about the allegation. April 15, 2021: sent a follow-up e-mail on the previous e-mail sent on april 13, 2021 . April 21, 2021: contacted on the phone number and left a voice message. April 26, 2021: had a call with the complainant and received more information about the allegation. The complainant shared that she did not have any symptoms related to covid-19 and her measured temperature was about 97 fahrenheit degree. Firstly, the left side of the nose was swabbed using a nasopharyngeal swab by a healthcare provider. The collected sample was applied to the carestart covid-19 antigen test, but the complainant couldn't see how the test was conducted. A few minutes later, the complainant was informed that the test result was positive. After the first test, the right side of the nose was also swabbed using a nasopharyngeal swab by a healthcare provider for the second test and the complainant was again informed to be tested positive. The complainant reported taking a pcr test on (B)(6) 2021, after returning home for self-quarantine and obtaining a negative result. While waiting for the results of the pcr test, the complainant also reported performing another sars-cov-2 antigen test which gave the same (negative) result ((B)(6) 2021) as the pcr test. However, the complainant did not share any details regarding the product lot number. No adverse health effects were reported.

Manufacturer narrative:
To identify the true root cause of this complaint, access bio would need more information from the customer. However, in the absence of information from the customer, it would be difficult to rule out potential root causes identified below: 1. The test was not authorized to be used against an asymptomatic person and such use was out of claimed use. 2. Misinterpretation of test results. 3. The healthcare provider might not follow the instructions for use (IFU). A. Collecting the swab samples and conducting the tests in a non-standard procedure. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device . 4. The pcr test and the comparative rapid test might yield a false-negative result. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.